Manufacturer narrative:
We evaluated the instrument and confirmed that the tip had come off the instrument. Under magnification, part of the metal looked torn; possible stress overload as cause, but we cannot confirm.

Event description:
Allegedly, the doctor was performing a cystoscopy fulguration on a male patient when the tip of the sheath separated from the device in the patient; the doctor retrieved the piece. This caused a 60 minute delay; the delay did not cause injury to the patient. Procedure was completed with no injury to the patient.